Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 103 (night drain cycle three) alarm. The alarm occurred on (B)(6) 2013 at 15:12:22. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not determined. Should additional relevant information become available a supplemental report will be submitted.